Event description:
The affiliate reported: the device was implanted via l-p shunt to the patient with nph following sah in the end of 2013. Doi and the initial setting pressure were unknown. It was found the ventricles of the patient's brain became large in (B)(6) 2014 and the surgeon suspected the dysfunction of the device. The patient's condition was not improved even after the setting pressure was set at 50mmh2o. Therefore, the revision surgery was conducted on apr 15, 2014 and the device was replaced to another product via v-p shunt. The setting pressure both of the removed and replaced valve and the kind of the replaced valve are not informed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.